Event description:
Pt's spouse reported that the lap-band system "eroded in stomach" and the pt "six weeks later almost died with infection." The lap-band system was removed, it is not known if the system was replaced. The reported events have not been confirmed by a healthcare professional and no contact info was available for f/u.

Manufacturer narrative:
Unk. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion and infection are a surgical/physiological complications and an analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number or the implant date. No additional info was made available to allergan. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device in the gi tract." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."